Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Reportedly, the customer dispensed approximately 10 units of insulin to dispense the air bubbles. To resolve the issue, insulin was added to the existing cartridge. There was no reported impact to the customer's blood glucose level.